Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results on the architect c16000 analyzer. The following data was provided: sid (B)(6), 2 results were amended: na = 174 to 147 mmol/l and creatinine = 6.2 mg/dl to 1.1. This patient was treated based the initial results. Unknown what treatment was provided. Sid (B)(6), 1 result was amended: creat = 6.5 to 1.5. Sid (B)(6), 1 result was amended: tbil = 1.30 mg/dl 0.9. This patient was redrawn because clinician did not believe results. Sid (B)(6), 1 result was amended: creat = 2.4 to 0.9. Sid (B)(6), 1 result was amended: bun = 84 to 67 mg/dl. The unknown treatment due to falsely elevated creatinine results represents a serious injury. No further patient details, treatment details or patient outcome are available at this time.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved when maintenance procedure 6018 (clean cuvette washer nozzles) was performed to clear the inadequate liquid waste aspiration by the clogged cuvette washer nozzles. The log review confirms no additional discrepant results were obtained and the issue was resolved after the cuvette washer nozzles were cleaned (pn 7-202584-03). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.